Event description:
Tip broke during the procedure while being used to transect the cuff. A metal rumi was used. The broken piece was retrieved, and there were no other issues with the patient to report.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/27/2015.

Manufacturer narrative:
(B)(4)